Event description:
Lap chole- "patient returned two days after lap chole, doctor did a hida scan and confirmed there was a bile leak. A gi ercp stint was put into the biliary system to divert vile from the duct. Patient was in the hospital two days, and at the two week follow up was in good condition." Type of intervention- a gi ercp stint was inserted into the biliary system to divert bile from the bile duct. Patient status- good condition.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our initial / final report.